Event description:
Approx 2.5 years following placement of a bx velocity stent as treatment of in-stent restenosis the pt returns for additional evaluation. Repeat angiography revealed restenosis that was successfully treated by placing two cypher stents.